Event description:
It was reported that a pt was implanted with a locking compression plate and experienced an acute allergy to the implant. There is no indication that the product was removed.

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.